Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from the USA of touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, the patient experienced touch contamination. In (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was touch contamination. Dianeal therapy was ongoing. Treatment information was not reported. The patient was recovering from the peritonitis. The outcome for the event of touch contamination was not reported. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd884445 with no exceptions or issues observed related to the reported condition. A batch review conducted on potentially associated lot number gd88309 noted an exception issue during the manufacturing process for missing pvp-1 in minicaps from cavities 1-6. The cause was determined to be machine related. Rework/re-inspection was performed to remove all affected units, with a higher level inspection confirming the removal of the affected units. No additional defects associated with peritonitis exits. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.